Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient implanted in 2003 with a fusion at l4-l5 with intrapedicular screws and rods has been experiencing pain and intermittent paraesthesia of the right leg since (B)(6) 2014. It was determined that a revision surgery needed to be scheduled due to one of the left l5 screws fractured at the mid-level post-operatively. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: the anterior posterior (ap) x-ray provided appears to match the description in the complaint: l5 screw is broken, mid-shank. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the universal spine system (uss) pedicel screw occurred approximately 40 mm from the screw head. The golden anodized uss pedicle screw is made of (B)(4) alloy. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the screw is in compliance with the international standards. The dimensions of the investigated screw (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The received screw showed discoloration of the anodic layer in the area of the side-opening (fitting for the rod). The intact 5mm pedicle screw and the fractured screw are bent. Macroscopically visible is the strongly abraded fracture surface of the screw. When examining the fracture surface of the screw using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the outer side of the screw and ran into the material. Documented fatigue cracks close to the initial fracture zone indicate multiple crack initiation. After breaking, the fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack initiation zone and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during movement). The presence of these striations is a clear indication of a fatigue process. A very small area with a mixed fracture of fatigue striations and very few dimples was documented. Dimples are an indication of higher loads, respectively for a forced fracture. Sem observation and findings showed that the screw failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads. Constant alternating load cycles over a long period of time led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the uss pedicle screw. The screw could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional x-rays were reviewed by the manufacturer: the quality of the photocopied x-rays is poor so details are difficult to make out; however, a broken screw can be seen.

Manufacturer narrative:
(B)(6). Correct part number which corresponds to reported lot number 1052461 is 498.550.001 ((B)(6) part number), not 498.550 (us part number) as previously reported. These parts, however, are identical. The previously reported information is correct with the exception of the part number suffix. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.